Event description:
It was reported that a dialysis patient, who was extremely hyperkalemic, received multiple inappropriate shocks. The shocks were due to oversensing of wide intrinsic complexes. The intrinsic morphology returned back to normal post dialysis. Because of the return to normal morphology, the clinic elected not to make any programming changes. There were no additional adverse patient effects. The system remains implanted.